Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the malfunction. The se replaced the graphical user interface (gui) printed circuit board (pcb) and the backlight inverter printed circuit boards (pcb). The unit then passed all testing.

Event description:
It was reported that during patient use, a ventilator had an erratic display. The patient was not harmed as a result of the event. The patient was removed from the ventilator and placed on an alternate device.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.